Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a connectivity issue in which a dexcom g7 continuous glucose monitor (cgm) sensor did not pair to the ilet, leading the system to run in bg run mode and reject further bg calibrations, and the user remained in sensor warmup with elevated glucose of 307 mg/dl until a new g7 sensor was paired with the ilet. Customer care agent provide support that included remote troubleshooting and field team engagement, during which the new dexcom g7 sensor was successfully paired. Investigation of this case revealed a sensor-to-pump pairing failure causing loss of cgm data to the ilet and subsequent automated mode limitations until successful re-pairing restored intended operation. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, and no professional medical intervention. It was concluded, based on previously established findings for similar reports, that user and connectivity factors were the most probable cause.